Manufacturer narrative:
Additional information was received on 07/07/2023. Investigation finalized on 5/16/2024. A getinge field service engineer (fse) found that unit would start charging batteries and then stop after about 30 seconds. Replaced power management board corrected this issue. Confirmed that both batteries passed battery runtime test. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Performed a visual inspection and found the part to have a damaged q27 component. Due to the damage on the board and the risk it poses to the cardiosave test fixture, fat will not install and test the board. Cannot investigate this part any further. Due to this board being obsolete, the supplier cannot receive and test it. Cannot investigate and verify this complaint any further. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had 2 bad batteries.